Manufacturer narrative:
The initial MDR 2432235-2017-00610 was filed on november 13, 2017. Additional information (15-nov-2017): a siemens headquarters support center specialist reviewed the event data and stated that igg antibodies to toxoplasma gondii (toxo g) is a direct relationship assay meaning that an increase in relative light units (rlu) would increase the dose. In this incidence, there was an increase in rlu's that led to a false reactive toxo g result. One aspect from an instrument perspective that could cause an increase in rlu's would be an issue with the wash aspiration. Although, in this scenario, it is inconclusive as the issue occurred with only one patient sample. The pre-analytical sample handling issue could not be ruled out as the potential cause of the discordant result as this was an isolated event. The cause of the discordant, false reactive toxo g result on one patient sample is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center. To verify proper functioning of the instrument, the customer performed precision testing on the original aliquot and new aliquot of the same sample for sample in question. All results were non-reactive and precise. The cause of the discordant, false reactive toxo g result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, false reactive result for igg antibodies to toxoplasma gondii (toxo g) was obtained on one patient sample on an advia centaur xp instrument. The initial result was not reported to the physician(s). A new aliquot from the same sample was repeated on the same instrument, resulting non-reactive and matching the clinical picture of the patient. The non-reactive result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxo g result.